Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use with scratches and gouges across the entire instrument. The connector knob is also missing the black color on top of the knob. It also appears that the shaft is bent at the connection to the knob. The threads have fractured off as well and not all pieces have been returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.